Event description:
It was reported that during an implant procedure, the lead exhibited high capture threshold when repositioned at different places with eventually no capture. Physician suspected tissue being stuck in the lead. New lead was implanted successfully. Patient was stable prior, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.